Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient's implantable neurostimulator (ins) was eroding through the skin. The ins was implanted on the left side and they wanted to revise it over to the right side. The rep was inquiring about tunneling recommendations. Indication for use included cervical/neck, and spinal pain.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# va005n5 serial# implanted: (B)(4) 2012 explanted: product type lead product ID (B)(4) lot# va05qga serial# implanted: (B)(4) 2013explanted: product type lead product ID (B)(4) lot# va0553w serial# implanted: (B)(4) 2013 explanted: product type lead product ID (B)(4) lot# v931748 serial# implanted: (B)(4) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the wires in the patient¿s chest popped. The patient stated that their implantable neurostimulator (ins) was placed under their arm. On (B)(6) 2016, the patient¿s physician had to separate the two wires because the top of the ins was going through the patient¿s armpit and was going to fall out. It was noted that the leads were separated and sewn to the patient¿s muscle. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.